Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unknown), but the device had no video display. All other functions were operational, and the medics used the recorder strips to monitor the pt. The complainant indicated that there were no adverse effects on the pt as a result of the reported malfunction.